Event description:
Boston scientific crm received information that this cardiac resynchronization therapy pacemaker was explanted due to an infection.

Manufacturer narrative:
The device was not returned to boston scientific crm. Should additional information become available an amended report will be submitted.